Manufacturer narrative:
Additional information received indicates that the issues reported for (B)(4) were not associated with any other controller alarms. The site could not clarify whether the issue could be reproduced by manipulating the battery cables and/or connections. No damage was noted on the patient's controller or it's connectors. The site reported that the patient's controller was later exchanged and reported separately. This information also indicated that (B)(4) had been previously reported (under MFR 3007042319-2017-00259-(B)(4)), returned and analyzed for the same issue under a different file. It has therefore been removed from this report. (B)(4)- is awaiting evaluation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Concomitant medical products: battery/(B)(4), cat#1650, exp. Date:04/30/2017, UDI#: (B)(4), device available for eval: yes. (03/30/2017), device eval by MFR: no, device evaluation anticipated, but not yet begun, mfg. Date: 04/12/2016, labeled for single use: no, (B)(4). The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a patient had critical battery alarms associated with two of his batteries when they were connected to power port 2 of the controller. The patient's caregiver is reported to have unplugged and plugged in the same batteries with resolution of the alarms.  The patient's caregiver also reported that the power switching involving these two batteries. A preliminary review of the controller log files confirmed critical battery alarms associated with (B)(4) and an abnormal cycle count involving (B)(4). The two batteries were exchanged with no reported patient consequence and with resolution of the issue.

Manufacturer narrative:
It was reported that the patient was experiencing critical battery alarms and power switching events. The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual inspection and functional testing; the reported power switching could not be replicated during testing. The reported event was confirmed via review of the controller log files, which revealed a critical battery alarm involving (B)(4). During this instance, the battery went from a high relative state of charge (rsoc) to 0% rsoc. This is indicative of a communication error between the controller and battery. Review of the data log files also revealed instances of power switching occurrences involving communication errors between the battery and the controller. The most likely root cause of the reported event can be attributed to a communication error between the controller and battery . Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.